Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the right radical orchiectomy procedure, starting with three ports to the cavity without difficulty, the da vinci system was attached without any problem, the doctor used a maryland bipolar forceps to separate and coagulate tissue, when at the time of extracting the instrument they noticed that it had the pulleys exposed, so they proceeded to request a new forceps of the same type, where they finished without complications. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a dislodged conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: failure analysis found instrument grip cables dislodged-proximal. The instrument was found to have dislodged grip cables at the proximal end within the housing. Two grip cables were completely dislodged. The instrument failed the intuitive motion test and manual articulation. Instrument movement was unintuitive. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.